Event description:
A customer reported the unit was not acting right. No add'l info was provided. Several attempts were made to retrieve add'l info, but none has been received to date. According to the company technical support specialist, the customer originally reported the unit was acting intermittently. The system was reported to have an intermittent touchscreen. There was no pt impact but the system was switched out.

Manufacturer narrative:
A company service rep examined the system and was able to replicate the reported intermittent touchscreen. The touchscreen was replaced. The system was tested, following the work performed, and met all product specs. The reported touchscreen is being sent for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).